Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by clinician review of the provided x-ray and product return. Method & results: device evaluation and results: the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole and final fracture occurred in overload. Eds showed the stem base alloy was consistent with the drawing and the debris from the head was consistent with an oxide, a corrosion product, and biological material. Damage on the stem was consistent with the cement-mantle breakdown process. A continuous metal transfer ring was observed at the proximal of the taper. A continuous metal transfer ring indicates proper seating between the head taper and stem trunnion. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated provided x-ray image confirms broken prosthesis. Need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including perative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that a patient was revised to remove a broken exeter stem and ceramic head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that a patient was revised to remove a broken exeter stem and ceramic head.